Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and autoimmune thyroiditis ('diagnosed with hashimoto's') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criterion medically significant) and chronic gastritis ("atrophic gastritis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, autoimmune thyroiditis and chronic gastritis outcome was unknown. The reporter considered autoimmune thyroiditis, chronic gastritis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, chronic gastritis, hashimoto's disease. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.